Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: h2, h3,h4, h6, h11 the device was not returned to olympus for inspection and the complaint was not confirmed. A definitive root cause could not be identified. The most probable cause of the complaint is unable to be determined based only on the reported information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported during sedation of an unknown procedure the balloon was not properly insufflating and subsequently the balloon has fell off into the patient but was able to be safely retrieved with no reports of harm. Additionally it was reported that the scope was breaking in the same spot. No reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.